Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 83-year-old female patient with acute myocardial infarction and cardiogenic shock (scai stage e) underwent placement of an impella cp via right femoral arterial access on (B)(6) 2026. The patient was later transferred with absent pulses in the right lower extremity, consistent with limb ischemia, which was identified following device placement and during/after repositioning unit insertion. An initial attempt to place a distal perfusion catheter shortly after midnight on (B)(6) 2026 was unsuccessful; however, a subsequent catheterization laboratory procedure later that day resulted in successful distal perfusion catheter placement. The ischemia resolved following this intervention and further improved after impella explant on (B)(6) 2026. The device was successfully weaned and removed, and the patient survived. The patient had underlying peripheral arterial disease, which may have contributed to the event. No device malfunction or performance issue was identified, and no product was returned for evaluation.based on available information, limb ischemia was considered related to impella therapy in the setting of femoral arterial access and underlying vascular disease. The event resolved with clinical intervention, including distal perfusion catheter placement and device removal.